Event description:
Additional information received reported the patient was doing well. The patient had a 50 percent or greater symptom relief and they were receiving effective therapy.

Event description:
It was reported that the patient¿s lead wires were not in the right spot and he was not getting therapeutic benefit with the leads in their current locations. He had never had therapeutic effect since implant. He was having surgery on the day of the report to remove the current lead wires and place two brand new lead wires. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-07557 as the patient had two inss and leads.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3387s-40, lot# va0p7r6, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. (B)(4).